Manufacturer narrative:
D4 (primary UDI number) has been updated. E4 has been added as this was omitted from the initial mw submitted. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the issue was not established as no product or logs were returned for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery to support the 69 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. The medical history was not shared. The cp was supporting when after 2 days was explanted due to loss of reliable placement signal. The new pump was placed without harm. The loss of signal will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned for analysis.